Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of hole in circuit can be confirmed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the anesthesia repeatedly failed the leak check. A pin sized hole was found in the machine circuit which might negatively impacted the patient and impaired ventilation. This happened again after exchange for a new circuit. The event was found before starting the therapy. There was no patient harm/adverse event reported.